Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely during transport, storage, use, cleaning, etc., the adhesive peeled off due to the application of external forces such as rubbing the area strongly or crushing. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use warnings and cautions (p.7) warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The probe unit was loose and leaking. The forceps cover glue was chipped and peeling. The ultrasound image had a broken element and the control body name plate was missing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii ultrasound gastrovideoscope failed a leak test. There was no patient involvement during this event.